Manufacturer narrative:
The discovery of some additional information related to this complaint resulted in our decision to report it. The patient allegedly underwent surgical repair of pelvic fractures and then claimed that several surgeons had failed to properly position him or her during and after the procedure, leading to nerve damage in the lower extremities. No details are available at this time about the injuries, treatment, or outcome.

Event description:
Patient reportedly complained of foot and leg pain following surgery.